Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, unusual resistance was felt inserting the valve through the esheath, then a "jump" was felt and after that, the insertion went without any abnormality. After successful valve implantation, some resistance was felt during commander removal through the sheath. Once the sheath was removed, a sheath distal tip torn could be observed. No patient injury occurred.

Manufacturer narrative:
The complaint for distal tip torn was confirmed based on evaluation of the provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per evaluation of the provided imagery, the sheath distal tip was observed to be radially torn. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, per imagery provided tortuosity was observed at the patient's access vasculature. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.